Manufacturer narrative:
H.6. Investigation summary: due to the limited amount of information provided bd was unable to perform a thorough investigation. No additional information was available after several attempts to determine the material/lot # and the physical sample was not available for investigation. Based off the provided photo bd could not determine the root cause.

Event description:
It was reported that leakage occurred with a unspecified bd catheter. The following information was provided by the initial reporter, "material no: unknown batch no: unknown. It was reported that cat that had a prn on over the IV cath. All he did was shake his IV limb and the prn flew off with blood splattered on the o2 cage door.". Per customer email: seems we are having a new issue now that we are really cranking on the extension sets. The catheters are breaking! Hello, just some feedback. Today we had 2 separate incidents with the new bd safety IV catheters: prn on over the IV cath. All he did was shake his IV limb and the prn flew off with blood splattered on the o2 cage door. We caught it as it happened, so did not have the opportunity to find out if the spring in the hub would prevent bleeding out.".

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a unspecified bd catheter. The following information was provided by the initial reporter, "material no: unknown, batch no: unknown. It was reported that cat that had a prn on over the IV cath. All he did was shake his IV limb and the prn flew off with blood splattered on the o2 cage door." Per customer email: seems we are having a new issue now that we are really cranking on the extension sets. The catheters are breaking! Hello, just some feedback. Today we had 2 separate incidents with the new bd safety IV catheters: prn on over the IV cath. All he did was shake his IV limb and the prn flew off with blood splattered on the o2 cage door. We caught it as it happened, so did not have the opportunity to find out if the spring in the hub would prevent bleeding out."